Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high readings and battery out limit alarm. The customer's blood glucose reading was 463 mg/dl. The customer stated that the act button does not work on the pump. The customer received battery out limit due to the battery being out of the pump longer than allowed. The customer declined to troubleshoot for high readings.